Event description:
It was reported, the patient called the patient services department with questions on the rate drop feature of the device. Patient also reported they were seen at the hospital for blood pressure issues and a heart rate of 53 beats per minute. Patient was treated with medications and blood pressure was lowered, but still feeling "lethargic". Follow up with the cardiologist's office disclosed patient has not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.